Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that during transfusion, the tubing began spraying blood on the floor. It was found that the luer lock connection closest to the patient had become disconnected causing the blood to spray on the floor and the registered nurse. No harm was reported to the patient as a result of the issue.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.